Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to low battery voltage.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen powers up intermittently. The customer stated there was no patient involvement associated with this event.